Manufacturer narrative:
The investigation of the deliver issue is completed. Product was not returned for review. The root cause of positioning issue was due to attempt to recross the valve wirelessly based on the clinical account. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the pump cannula kinked during attempted delivery for impella support. It was documented that the issue occurred while trying to advance the pump across the pulmonic valve. After multiple unsuccessful attempts, the decision was made to utilize another pump for implant. No patient harm was reported due to the issue.

Manufacturer narrative:
A correction has been made to b5 and h6 clarifying that the noted issue was a positioning failure that occurred following implant and not a delivery failure. The additional code of positioning failure has been added to h6 to represent this correction as well as component code 3036 to represent the kinked cannula that was previously reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon further review, it has been clarified that this issue is a positioning issue that occurred shortly after initial placement of the impella device. The pump migrated into the right ventricle following delivery which led to the previously reported advancement / positioning issues.